Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues with charging the pump battery. Reportedly, the inside of the port appeared to have "rust discoloration." The customer's blood glucose level ranged from 80-150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.